Event description:
The customer reported that the system would not start up. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn due to further information is available on the international case.